Manufacturer narrative:
Method: visual inspection; material analysis; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to be jammed upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the root cause cannot determined based on the materials analysis but the lack of position downward pressure on the inserter during insertion of the pilot cutter could be a contributing factor.

Event description:
It was reported that during the insertion of the implant, the blade/ anchor would not advance. The surgeon was forcibly malleting the anchor tamp and the blade would not advance into the superior vertebral body (c5). The entire device had to be removed using the removal tool and an alternate device was used.

Event description:
It was reported that during the insertion of the implant, the blade/ anchor would not advance. The surgeon was forcibly malleting the anchor tamp and the blade would not advance into the superior vertebral body (c5). The entire device had to be removed using the removal tool and an alternate device was used.